Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported that the cycler alarmed for air detected in the cassette during fill 4 of 5. The error could not be resolved and treatment was discontinued. When the cassette door was opened fluid was found on the pump module. There appeared to be a leak from the membrane of the cassette. The set has not been made available for evaluation. During follow up the patient's peritoneal dialysis rn stated that the patient was asymptomatic for infection with no evidence of fluid contamination. The patient was not administered an antibiotic nor was the patient hospitalized. The patient continues with his ccpd (continuous cycler assisted peritoneal dialysis) therapy.